Event description:
The pt was explanted in 2008, due to a "decrease in performance" when using the cochlear implant system. There were no integrity tests done by cochlear staff prior to explantation. The pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
.